Event description:
According to the complaint, the abl90 flex with serial # (B)(4) reported a pco2 measurement value which was about 30mmhg higher than another abl90 flex. The following measurements were performed: serial # date/time sample result for pco2 (B)(4), (B)(6) 2021 11:54 #11194, 73.1mmhg. (B)(4), (B)(6) 2021 12:00 #685, 38.5mmhg. There was no harm to patients.

Manufacturer narrative:
It is not possible to determine if the cause of the error should be found in the sensor, sensor cassette or the interface between the sensor cassette and the instrument (connectivity). The sensor cassette was returned and examined - no errors found.